Event description:
Related manufacturer reference number: 2017865-2022-09106. It was reported that the patient presented in clinic for follow up. The pacemaker and programmer were having overestimation issues. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued. Correction: downgrading the programmer from serious injury to malfunction.

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The patient¿s pulse generator was explanted prior to reaching its elective replacement indicator (eri). No patient complications have been reported as a result of this event. Associated MFR: 2017865-2022-09106.